Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that "incontinence displaced, contracted, twisted, and increased bladder vascularity and tissue reaction". The patient is experiencing pain and dyspareunia. No additional information is available.